Event description:
It was reported that in 02/03 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."

Event description:
It was reported that on 2/27/2003 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." No other details or info is given. Additional info (legal complaint) received on 6/8/2004 states that shortly following pt's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: lower back pain, unable to lay on back, constant constipation, and swelling in lower back. Last has complaint 5/1/2005 -- swelling in legs.